Manufacturer narrative:
Correction information for d2. Additional information for g4, g7, h2, h10.

Manufacturer narrative:
As reported in a research article, a amplatzer duct occluder embolized after release and was replaced with a larger device. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying amplatzer duct occluder I that may be related to a device embolization. Details are listed in the article, titled "a beneficial technique for preventing the device protrusion to the aorta during percutaneous patent ductus arteriosus closure: ¿balloon-assisted device releasing technique.¿ it was reported in the article that 155 infants underwent patent ductus arteriosus closure with an amplatzer duct occluder I device between january 2012 and december 2018. The mean age of the patient was 1.39 years old, with a mean weight of 8.75 kg. 82 of the patients were female. All patients had a krichenko classification type a duct. Case 13: one of the patient has pulmonary hypertension and short ampulla/small isthmus. The patient also had a duct with pulmonic side superiorly angled. After releasing the device, the device embolized. The device was snared via antegrade approach, and a bigger device was implanted following the same procedure. It was reported in the article that the initial device that embolized was potentially undersized, resulting in the embolization event.